Event description:
Pt reported a significant decrease in her performance with her implant system. Using the appropriate diagnostic equipment, it was determined the device is not functioning according to MFR's specifications. Explantation/reimplantation surgery had not been scheduled as of the date of this report. The health care professional has been informed that the explanted device should be returned to the MFR.